Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: the device is broken.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo clip* ii med/lrg 10mm pistol grip single use clip applier opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The instrument was received partially applied with eighteen remaining clips. During functional evaluation, it was observed that the jaws would not close upon actuation of the handle. The instrument body was removed from the shaft and disassembled for visualization of internal components. It was observed that the firing handle linkage was forced through the channel tube lugs, suggesting that the instrument had been fired through the safety interlock. Due to the noted damage, further functional testing of the instrument could not be performed. In addition; the interlock mechanism was triggered as a result of rapidly actuating the handle of the device and or forcing the handle of the device, this renders the device inoperable and poses no harm to the patient. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the firing handle linkage being forced through the channel tube lugs and the reported condition was confirmed. A review of the current historical complaint data reveals no trend for a device related failure for this condition. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Based on the product analysis, the failure was confirmed to be attributed to the reported event. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.